Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The cause of the breach in aseptic technique was further described as the patient did not wear a mask while performing capd therapy. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with ceftazidime (1 gram daily, intraperitoneally) and vancomycin (2 grams, frequency and route of administration were not reported). Five days later, treatment with ceftazidime was discontinued. Fifteen days after onset, the peritonitis was resolved and the patient was recovered from the event. On the same day, the treatment with vancomycin was discontinued. On an unreported date, patient was re-trained in aseptic technique. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.